Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey0407 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when applying double lumen PICC and injecting nacl on one lumen, the solute flows back to the second. Guide remained in place so PICC cut by the medical team.

Event description:
It was reported when applying double lumen PICC and injecting nacl on one lumen, the solute flows back to the second. Guide remained in place so PICC cut by the medical team.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inter-luminal connection was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break at the 16cm depth markings. Attempts to infuse water through the sample segments revealed both lumens to be patent to infusion. The proximal segment was pressurized and no leaks or interluminal connection were observed. The distal segment could not be pressurized. Microscopic inspection of the shared break site revealed a glossy striated surface typical of a sharp instrument cut. Also received was one segment of digital video which appeared to depict the complaint sample. The t-lock assembly was attached to the red luer. The t-lock assembly was being flushed with a syringe and clear infusate was visible spraying from the purple luer. The video appeared to depict inter-luminal connection; however, the cut state of the catheter prevented confirmation of device damage as the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include catheter tip being place against the vessel wall and catheter web wall damage. H3 other text: results of investigation findings are in the manufacturer narrative.